Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional procedure with a 6fr sheath. Reportedly, the device was successfully flushed with saline prior to use. However, only one to three drops of blood came out of the marker lumen after the sheath was inserted in the patient then blood stopped flowing through the marker lumen despite leaving the sheath in. The sheath was removed and reinserted; however, no blood came out of the marker lumen. Instead, blood came out of the device body. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context / user error / a potential product quality issue. Per the reported information the device was flushed successfully. Therefore, it is likely that position and vessel interaction contributed to the obstruction of flow. Additionally, it is possible that in the manipulation of the device to flush or get a mark the marker tube may have been pulled causing a separation or there was a manufacturing defect. However, the device was not returned and there is no indication of a lot specific issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no.